Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sodium electrode and chloride electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous high sodium and chloride patient results were generated on the dxc 700 au clinical chemistry analyzer. There was no change in patient treatment in association with this event.